Event description:
It was reported that a malfunction alarm, identified as malf 0, occurred. There was no adverse impact to the customer's blood glucose level. The customer followed guidance from technical support to reset the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and to report any future malfunctions.